Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that subcutaneous superinfections occurred with bd saf-t-intima¿ IV catheter safety system as well as one episode that warranted antibiotic therapy. This was discovered during use. The following information was provided by the initial reporter: 6 subcutaneous superinfections that occurred the same week with blue subcutaneous catheters including one episode that warranted antibiotic therapy.

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 0007673 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. After production, the product is sent for sterilization. The certificate of sterilization for lot number 0007673 was reviewed and all acceptance criteria was met prior to the release of this lot number. Although a sample was not returned for this record specifically, a sample was returned for related record #1675345. Through inspection of the sample belonging to related record #1675345, no signs of foreign matter, contamination of the needle, or damages to the connections were identified; therefore, no defects were observed that could have contributed to this reported issue. Our engineering and manufacturing team reviewed the assembly and packaging process for a possible source of this reported defect, however, no abnormalities were identified. Based on the investigation results, an exact cause could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported that subcutaneous superinfections occurred with bd saf-t-intima¿ IV catheter safety system as well as one episode that warranted antibiotic therapy. This was discovered during use. The following information was provided by the initial reporter: 6 subcutaneous superinfections that occurred the same week with blue subcutaneous catheters including one episode that warranted antibiotic therapy.